Manufacturer narrative:
Conclusion: a device history record review could not be performed as unique device identifier numbers were not provided. With the limited information received, a root cause could be determined.

Manufacturer narrative:
An author of the article was unable to provide additional information regarding these complications or other unattributed complications that were potentially device- or procedure-related, as he did not retain the data needed to answer the follow-up questions. Without device-identifying information, it could not be determined if previous complaints had been received regarding these products, or if any of the devices were subsequently explanted and returned for analysis. (B)(4)

Event description:
Medtronic received information of operative complications associated with devices from this model family of aortic heart valve prostheses. The information was from a medical journal article published in 2003 that examined if the type of implanted heart valve prosthesis maximized early left ventricular mass regression after aortic valve replacement for stenotic valvular disease. The study covered 39 patients implanted with a heart valve prosthesis over a 19-month period between october 1998 and april 2000 from a candidate pool of 56 patients. The article listed the following operative complications for devices from this model family in the study: one occurrence of ventricular tachycardia and one reoperation for tamponade.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.